Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced three infusion set tubing detached from connector event on (B)(6)2024, (B)(6)2024 and (B)(6)2024. The infusion set was in use for less than 48 hours no further information available